Manufacturer narrative:
A ge representative evaluated the system, and replaced the computer. System operates as intended.

Event description:
It was reported that the system would intermittently fail to complete boot-up. No pt injury was reported.